Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed no image from the scope when plugged into the processor. The issue occurred during setup and inspection for use. There were no reports of patient involvement.